Manufacturer narrative:
(B)(4) the customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. One clip was returned closed, loose from the device. The orange indicator clip was visible as the only remaining clip in the channel of the device. Reference file (B)(4) for investigation photos. This sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clip not loading" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed and a probable cause could not be determined.

Event description:
It was reported that during laparoscopic hepatectomy, the user was not able to load the applier with a clip. Five clips were loaded to the jaws in a broken condition. No clips fell into the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800527 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hepatectomy, the user was not able to load the applier with a clip. Five clips were loaded to the jaws in a broken condition. No clips fell into the patient.